Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B) (4) - no complaint was received with return of the device. Failure (event) observed during analysis. As received, the pulse generator was in bvvi mode. After a device download, elective replacement indicator characteristics were observed. The implant duration was 2.66 years, less than 75 percent of the projected longevity of 3.8 years.